Manufacturer narrative:
Initial.

Event description:
It was reported that a long-term insulin user experienced rapid blood glucose declines from the 70s to the 60s within minutes, treated with small sips of apple juice, expressed concern about cgm lag and rapid fluctuations, noted shaking at approximately 80 mg/dl, and was frustrated that the system could not maintain a fixed glucose level; the pump¿s low-suspend feature at 80 mg/dl was reviewed, and oral glucose was used as intervention, with the device problem and component not specified beyond insufficient information. Symptoms included hypoglycemia, shaking/tremors, and anxiety. Outcomes included the need for unexpected medical intervention in the form of oral carbohydrate. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.